Event description:
The patient experienced a jolting sensation. The patient¿s sensor has been activated prior by others. Since then the ins has been turned off. The patient sleeps on his left hand side and rolls over to his back during the night. During that rolling the patient experienced a jolting sensation. This has been occurring the past 1.5 weeks. There has been no falls or trauma. There was no multiple amplitude for lying right, lying left, lying back. Just one amplitude for lying right/left and lying back. The patient¿s sensor was up until today, his sensor has not been activated. The sensor was then activated today. As soon as the patient starts to roll, the intensity goes up. It also happens with movement, like sitting upright and then leans back can cause jolting sensation. The impedance was checked and showed within normal range. The jolting sensation was able to be reproduced during the impedance check. The sensor recognized the apparent position and amplitude. The patient was reprogrammed and seemed to be doing much better.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).